Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# unknown implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown, ubd: , UDI#: g2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the black part between the cords of the recharger antenna which was written as ce0123 was overheating and they cannot even touch it. Even when the antenna was placed against the implanted neurostimulator (ins), it did not indicate charging and the device was repeatedly not detected, so charging was discontinued. Advised to try resetting the battery pack but said that had already tried this as they have three batteries but there was no improvement. The controller was confirmed to be at 100% charge and the ins was confirmed to be at 60% charge. Additional information was received. A visual inspection of the patient confirmed physical damage to the cord. The recharger was replaced resolving the issue. Patient refused device return.